Event description:
Reporter indicated that her mood "see-saws", not to manic but " low to low or empty, to depressed beyond" and that both she and her psychiatrist had hoped that this would improve with the vns therapy. The patient indicates that she does not understand why her depression has continued to the degree that it has in spite of vns therapy. The patient states that she " feels as though vns therapy has brought some relief, but that she is not sure whether it is the vns therapy or her medications that have kept her alive." She later states, that she " feels as though vns has kept her alive, and that it is not just due to the medications that she is still alive."

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.